Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (distal seal zone measured 15 mm in length).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The diameter of the proximal thoracic aorta at implant was 38 mm. The degree of angulation of the aortic arch was 60. Vessel tortuosity in the thoracic aorta was moderate to severe. Vessel calcification in the thoracic aorta was mild. It was reported that the patient had back pain exact date is unknown. There was a distal type 1b endoleak above the celiac found. The cause of the endoleak was due to a short landing zone distally above celiac is less than 1.5 cm. The decision was made to monitor the patient at that time. Approximately three weeks later the patient was brought back and the physician first de-branched the celiac/hepatic and sma followed by implant of two valiant stent grafts (B)(4) which was deployed covering the celiac, hepatic and sma but just above both renal arteries. The case went well. There was a type ii endoleak back bleeding from the bypasses. No additional clinical sequelae were reported and the patient is doing fine.